Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Customer alleged speaker issue. Customer declined troubleshooting. Blood glucose level was not impacted. No additional product or event information was available.